Event description:
During a period of oxygen desaturation, the ambu bag was used to attempt to ventilate the patient. The patient could not be ventilated and was repositioned in an attempt to provide a better airway, and no ventilation was able to be provided. The patient suffered a cardiac arrest, and a new bag was used and worked appropriately. The provider was attempting to test the bag, and heard a "pop" with the device, and then it functioned afterward.